Event description:
The facility operating room mgr reported that when turning on the system, a system message displayed. A retinal surgeon requested to use the system to remove the lens, but was not able due to the system message. Seven cases were cancelled for the following day. The facility operating room mgr declined to provide more info on the event. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and found the system messages displayed in the event log, but could not duplicate the problem reported. The solenoid spacers were replaced and sent for in-house eval. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4).